Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
The customer went to the emergency room on (B)(6) 2020 and was hospitalized. The customer experienced high blood glucose of 700 mg/dl and was only lowered to 500 mg/dl after treating with bolus.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level was unknown. Customer stated that she had very high blood glucose yesterday from 700 mg/dl and only went down to 500 mg/dl even after giving herself multiple boluses then was brought to the emergency room and was still in the hospital currently. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).